Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, e2, e3, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes investigation conclusions, h11 a getinge field service engineer-fse was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the power cord. Tested the function. Performed the electrical safety testing. Device is working within specifications.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a damaged cord. There as no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.